Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd had not received samples or photos for evaluation. Retention samples for this lot were not available for inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode damaged/leaking. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button, 2 devices leaked due to damaged tubing. There was no health impact or consequences reported.